Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, which is considered off label use per the tandem user guide. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection.